Event description:
(B)(6) registry. It was reported that in-stent restenosis occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to mid rca with 95% stenosis and was 22 mm long and a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 24 mm synergy china stent system. Following this, post dilatation was performed with 0% residual stenosis. Five days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with in-stent restenosis and was hospitalized on the same day for further evaluation and treatment. On the following day, the subject was referred for coronary angiography which revealed 80% mid to distal stenosis in mid rca extending up to distal rca which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. The rationale for intervention was angiographic finding without symptoms or objective signs of ischemia. Two days later, the event was considered to be recovered and resolved and the subject was discharged on the same day.

Event description:
Synergy china registry it was reported that in-stent restenosis occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to mid rca with 95% stenosis and was 22 mm long and a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 mm x 24 mm synergy china stent system. Following this, post dilatation was performed with 0% residual stenosis. Five days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with in-stent restenosis and was hospitalized on the same day for further evaluation and treatment. On the following day, the subject was referred for coronary angiography which revealed 80% mid to distal stenosis in mid rca extending up to distal rca which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. The rationale for intervention was angiographic finding without symptoms or objective signs of ischemia. Two days later, the event was considered to be recovered and resolved and the subject was discharged on the same day. It was further reported that in (B)(6) 2021, the subject was diagnosed with coronary atherosclerotic heart disease and medication was given to treat the event.